Event description:
It was reported that a versacross steerable access solution was selected for use during an amulet laac - left atrium appendage closure. It was difficult going transeptal, since the rf button was pushed four times and the transseptal was unsuccessful. On the 4th attempt they were able to go transeptal. However, when the physician advanced the rf wire, he noticed that it looked odd on fluoro so they exchanged for a non boston scientific wire. Once removed completely from the patient's body, it was noticed that the rf wire was frayed and separated into two pieces. The physician had some difficulty catching on the sheath upon removal of the rf wire due to fraying, but not much. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross steerable access solution was selected for use during an amulet laac - left atrium appendage closure. It was difficult going transeptal, since the rf button was pushed four times and the transseptal was unsuccessful. On the 4th attempt they were able to go transeptal. However, when the physician advanced the rf wire, he noticed that it looked odd on fluoro so they exchanged for a non boston scientific wire. Once removed completely from the patient's body, it was noticed that the rf wire was frayed and separated into two pieces. The physician had some difficulty catching on the sheath upon removal of the rf wire due to fraying, but not much. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis. It was further reported that the devices were advanced up to superior vena cvc, retract rf wire through dilator in svc, and drop down onto the septum, and no additional exchanges completed prior to attempting tsp. After tsp was made and the appearance of the versacross rf wire was not normal and the physician changed for a non-boston scientific wire. The wire was not inserted through an introducer needle. The wire was front loaded. No other issues were noted.

Manufacturer narrative:
Additional information added to fields b5 'describe event or problem". It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.